Event description:
Boston scientific received information that this lead had dislodged and the patient received a shock due to t-wave oversensing. A revision procedure was performed and the lead was repositioned. The following day, the lead was exhibiting low r-wave measurements and the decision was made to replace the lead. A competitive replacement lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).